Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider was replacing the pump today due to normal eri (elective replacement indicator) but when the reporter pulled up the logs they saw low battery reset occurred, reset occurred and safe state occurred. It was noted that the pump logs go back to (B)(6) 2017. The patient was deaf so it was hard for the reporter to know if the patient had any symptoms. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported she was sending the pump back to the manufacturer and confirmed the pump was replaced.

Manufacturer narrative:
Analysis found that there was overinfusion with the device. Analysis also found that there was high resistance in the battery.: eval code-conclusion 92 updated to 12 and 67. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hyd romorphone 10 mg/ml; minimum rate via an implantable pump. Indication for use was non-malignant pain and failed back syndrome ¿ other. The date of the event was (B)(6) 2017. It was reported the patient was deaf and could not use their personal therapy manager (ptm) so they went to the office. An alarm was not heard but was confirmed by telemetry. A critical alarm occurred. Upon interrogation and checking the pump logs, logs show multiple resets, low battery resets, and safe state logs that fill the event log section with the date (B)(6) 2017. The reporter initially thought they saw a motor stall and tube set message when interrogating the pump but the logs only show resets. No symptoms were reported. No further complications were reported.